Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapienxt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was confirmed based on provided medical record. The available information suggests that patient factors, including chronic kidney disease (ckd), type 2 diabetes mellitus, hypertension, hyperlipidemia, likely contributed to the event, as noted in the provided medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroid, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that post tavr the 26mm sapien 3 valve failed. According to the records reviewed, the patient has a history of stage IV kidney disease, status post (s/p) kidney transplant, and s/p tavr. The patient presented to the hospital with shortness of breath and was found to have volume overload secondary to aortic insufficiency. A month later, the patient presented with peripheral edema and hypervolemia and was re-hospitalized. A transthoracic echocardiogram was done reported bioprosthetic aortic valve with mild thickening, moderate-severe aortic regurgitation, mean gradient 21 mm hg and signs of fluid overload with increased pressures. A transesophageal echocardiogram performed reported bioprosthetic aortic valve with moderate central regurgitation, mild perivalvular regurgitation, and mean gradient 15 mm hg. There is a 4 mm calcified echo density on the tavr valve concerning for active vs past infection, clinical correlation is recommended. While thrombus cannot be entirely excluded it is felt to be less likely. Nuclear medicine positron emission tomography (pet) was ordered, and it ruled out infection. A left and right heart catheterization and a CT scan were performed to decide best course of action. Cardiac surgery noted pneumonia and recommended treating before further evaluation. Discharged home on medication with referral to cardiac rehabilitation.